Manufacturer narrative:
(B)(4).

Event description:
It was reported that the white plastic tube disconnects from the needle and yellow connector part. Due to this issue, there were problems when inserting the needle, causing the vein to be damaged and being unable to keep the IV catheter in and difficult to remove. Due to the incident, the patient was under distress and the catheter had to be removed. No other injury reported.